Event description:
Attorney reported: on (B)(6) 2001 - pt underwent an emergency surgery for hernia repair. A kugel patch was implanted under the muscle wall to reinforce the intestines. On (B)(6) 2005 - pt underwent gastric bypass surgery, during which surgeon cut through the previously implanted kugel patch and in so doing caused an open wound in patient's abdomen. The kugel patch inserted in pt's body gave rise to an infection, increased swelling, discomfort, and caused serious injuries including but not limited to irregular bowel movements; intestinal perforation ring migration through the abdominal wall abscesses; bowel obstruction and chronic intestinal fistulae, causing her severe pain and suffering. Between (B)(6) 2005 and (B)(6) 2006, pt's abdominal and intestinal wounds failed to heal. On (B)(6) 2006 - after less invasive methods failed to resolve the symptoms, surgeon removed one-third of the kugel patch. Pt continued to experience persistent chronic pain from (B)(6) 2006 through (B)(6) 2007. On (B)(6) 2007 - surgeon performed surgery to remove the remainder of the kugel patch along with the removal of a deep section from her abdomen. Pt suffered and continues to suffer a significant scar and deformation on her abdomen.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The IFU for the kugel patch warns against the cutting of the pet recoil ring which could result in additional complications that may include bowel or skin perforation and infection. While the reported info indicates that the kugel patch was "cut through" during a surgery the gastric bypass surgery, currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.